Event description:
Called alleging inaccurate readings on the meter. The patient did a back to back testing and obtained a reading of 87 and 167 mg/dl and did not experience any sympto0ms at the time of testing. The patient did not seek medical attention or contact physician for assistance. The patient had not cleaned the meter properly. Cleaning the meter incorrectly can lead to false blood glucose readings. The test strips did not have any color change or reaction when blood was applied on the test strip. Based on the information provided, there is no evidence of a serious injury. There is evidence of a strip malfunction, since there was no color change or reaction on the test strip.